Event description:
Cataract surgery. Developed glare and halo effect 5-6 weeks post surgery. Noted discoloration of implant superiorly. Ceptoid macular edema noted. Implant shifted. Removal and replacement of implant. Surgery performed at another hospital.